Manufacturer narrative:
Patient information: weight and ethnicity: unknown/not provided. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys system, serial number (B)(4), showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon a performed a catalyse precision laser system procedure and subsequently had to perform an unplanned vitrectomy. Surgeon stated that she was unsure how it happened, but believed it was not due to the catalyse laser system.